Event description:
It was reported that the filter was placed within the pt. Eleven days later, the pt was complaining of abdominal pain and a CT was taken. It was noted in the CT that one leg of the filter had penetrated the cava wall. The doctor used the recovery cone system to remove the filter. Recovery filter was placed.